Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ttx3); product type: 0200-lead; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they think there was an issue with the wire from their implanted neurostimulators. The patient stated they had only used their external equipment a couple of times and stated that they haven't charged the equipment recently. They confirmed they had not had any falls to the area. The patient reported they felt like their skin was bulging out and when they touched the implanted stimulator they could feel the wire moving around and it was painful. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient stated that the wires were sticking out of their skin. The cause was due to twisted wires under the skin creating a loop. As for action and intervention, received sacral x and met with surgeon and follow up with rep ro discuss programming and follow up via video with surgeon on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2ttx3, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.